Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (model zct400, +25.5 diopters) was implanted in the eye of a male patient. Reportedly, together with the implantation of the intraocular lens (iol), a dsaek surgery (descemets stripping automated endothelial keratoplasty) was performed. There was no trauma or injury to the patient's eye after the procedure. After the cornea transplant had cleared, it was noticed that iol had rotated and the axis was off. Also the spherical power was noticed to be off. The surgeon had used the ora (ocular response analyser) and had verified the proper axis orientation. The iol was then explanted and replaced, without complications, with another lens, same model smaller diopter +23.5. No incision enlargement, no vitrectomy was performed. One corneal suture was used at the main wound. Post-op one day after iol exchange, uncorrected va (visual acuity) improved to 20/40 from 20/200. Additional information was received and the patient was reported doing great and happy. No further information was provided.